Event description:
The customer reported the 8800 vertical lift intermittently would move slowly going up and down. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.